Event description:
A pharmacist reported that a pt, who is using mixtard 30 (dual-acting human insulin) together with a novopen 3 due to diabetes mellitus, passed out. Ten minutes after the pt administered a normal dose of insulin, they passed out and the family could not find their pulse. The pt was admitted to hosp with a possible myocardial infarction, but this could not be confirmed. The novopen in question has been discarded, however the pt's family member managed to retrieve the cartridge, which will be forwarded to novo nordisk.

Event description:
A pharmacist reported that a women, who is using mixtard 30 (dual-acting human insulin) together with a novopen 3 due to diabetes mellitus, passed out. Ten minutes after the women administered a normal dose of insulin, she passed out and the family could not find her pulse. The woman was admitted to hosp with a possible myocardial infarction, but this could not be confirmed. The novopen in question has been discarded, however the woman's daughter managed to retreive the cartridge, which will be forwarded to novo nordisk.